Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the cable on the large suturecut needle driver instrument was observed to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The large suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken as reported by the customer. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.